Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-dependent patient presented after receiving two appropriate shocks for ventricular tachycardia, episodes of ventricular noise reversion with a wide pvc were observed. Programming changes were recommended.